Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was admitted to the hospital for surgery and was having kidney issue. Customer's blood glucose at time of incident was unknown. The customer cause of hospitalization was bacterial infection in callous. The customer was given antibiotic and intravenous lasik. The customer was not wearing the pump prior to hospitalization. The customer was off the pump since (B)(6) 2015. The customer was admitted for 8 days and released.